Event description:
It was initially reported on (B)(6) 2013 that the patient was experiencing swelling in the neck and a raspy voice which started approximately one day after surgery. It was later reported that the patient had been referred to an ent. It was reported on (B)(6) 2013 that the patient was diagnosed with vocal cord paralysis and that the device has not been programmed on. Attempts to obtain additional information have been unsuccessful to date.